Manufacturer narrative:
If additional pertinent information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead exhibited an abrupt jump in pace impedance measurements and it was speculated that the patient passed away. No adverse patient effects were reported. This lead remains in service. Additional information was received that the patient passed away, however there were device anomalies alleged. It was noted that the patient had multiple comorbidities and history of drug and alcohol use, but the cause of death was undetermined. This lead remains in the patient.

Event description:
It was reported that this left ventricular (lv) lead exhibited an abrupt jump in pace impedance measurements and it was speculated that the patient passed away. No adverse patient effects were reported. This lead remains in service.

Manufacturer narrative:
If additional pertinent information is provided in the future, a supplemental report will be issued.